Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft with xpedient delivery system was inserted into a patient for the endovascular treatment of an abdominal aneurysm. Aneurysm morphology is unknown. The patient's iliac arteries were reported to be severely tortuous. A sheath was not used to advance the stent graft delivery system. The physician reported that difficulty was experiened advancing the delivery system through the iliac artery and when he attempted to deploy the device the graft cover failed to retract. It was reported that the delivery system was removed from the patient and it was noticed that the runners were protruding through the graft cover. It was reported that the physician inserted a sheath into the iliac artery and a 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft was successfully advanced and deployed. No additional sequelae were reported and the patient is reported to be fine. Medtronic has received the returned device and its analysis has been completed. The device was returned with the stent graft loaded and the graft cover retracted 4 cm. Two runners and three stent apexes were protruding through the graft cover. There was a kink in the graft cover distal to the tip of the graft cover. The graft cover kink opposite to the hole in the graft cover suggests that the system may have been positioned in a bend during deployment. As the graft cover retracted, the stent apexes on the outer radius of the bend protruded through the graft cover.